Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(4) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. During visual inspection, a cracked front enclosure and a bent battery lock were observed damaged, unrelated to the reported complaint. These observed physical damages are the characteristic of harsh impacts due to user mishandling. The damaged front enclosure and battery lock were replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization results confirmed load cell # 2 was defective, and it was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. The customer swapped the lifeband but issue persisted. No patient involvement.